Manufacturer narrative:
The device was not returned to zoll medical corporation; instead an approved service provider evaluated the device at the customer site. The customer's report was verified and a replacement device was requested by the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's screen displayed colored lines and was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.